Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause could not be identified since the startup issue is not reproducible. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
"Stars calgary called and said they had an issue with the t1 while out on a mission. The t1 had been outside in -20°c for approximately half an hour before they tried turning the vent on. The display on the vent would not come on and the vent started to alarm with the high priority alarm. They had to remove the batteries to stop the vent from alarming. They brought the ventilator inside to warm up to room temperature before installing the batteries and plugging the vent in. After doing that, the vent powered on and they having been running the vent on a test lung with no issues. After confirming the operating temperature of the vent is -15°c to 50°, I am assuming the ventilator was too cold to power on.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" in stand by mode. Ventilation post poned. Other failures as well according to log files added in file. No patient involved. The failure 'connection panel lost' in stand by mode may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.

Event description:
"Stars calgary called and said they had an issue with the t1 while out on a mission. The t1 had been outside in -20°c for approximately half an hour before they tried turning the vent on. The display on the vent would not come on and the vent started to alarm with the high priority alarm. They had to remove the batteries to stop the vent from alarming. They brought the ventilator inside to warm up to room temperature before installing the batteries and plugging the vent in. After doing that, the vent powered on and they having been running the vent on a test lung with no issues. After confirming the operating temperature of the vent is -15°c to 50°, I am assuming the ventilator was too cold to power on.